Event description:
Initial result for a pt hcg was 2.34 miu/ml. When repeated, the result was >10,000 and 125764 miu/ml straight and diluted times 20. The account was unable to provide info regarding the pt's condition. The field service rep was unable to determine a cause for the discrepant results.